Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient had post operative pain in the groin and leg weakness due to a compression from the permanent paddle placement. Surgical intervention was undertaken wherein the system was explanted to address the issue.